Event description:
It was reported that tip of lead was bent. When the physician tried to implant dbs lead, he noted lead tip bent for three leads ((B)(4)) which were not implanted, so he opened another lead. The implant was completed with a new good lead. Patient status: no health hazard. See also manufacturer's report # 6000153-2012-00059 and # 6000153-2012-00060.

Manufacturer narrative:
Lead model # 3389s-40 lot # v821788 implanted n/a explanted n/a; lead model # 3389s-40 lot # v821788 implanted n/a explanted n/a.